Event description:
Boston scientific crm received information that this pacemaker's magnet rate went from 100 ppm and less than one year of battery life remaining at a previous follow-up to a magnet rate of 90ppm and 2.5 years battery life remaining at the most recent follow-up. Technical services (ts) discussed how device programming can impact longevity estimates, and stated that the battery life remaining was likely one year. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.